Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0mbv5, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient developed an infection within 1 to 2 weeks of implant. The infection was at the implant site and the patient received antibiotics and they cleaned it out and it did clear up. Perioperative oral antibiotics were administered. The onset or diagnosis of the infection was 2 to 4 weeks post-operative. The patient did not have meningitis. The signs and symptoms of the infection included redness and erythema. The primary location of the infection was the device pocket and a culture was not obtained. The infection resolved and the risk factor the patient had before implantation of the device was post-operative wound or skin contamination incontinence.